Event description:
On (B)(4) 2013 we received the following info: during the procedure, a cook instinct endoscopic hemoclip was used. The clip did not close. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2013 the device was returned for eval. Our eval of the returned device confirmed the drive wire has disconnected from the handle which has been established as a reportable event. Our attempt to collect add'l info regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required add'l medical procedures due to this event. The info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.